Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted and had a driveline fault alarm on interrogation on (B)(6) 2022. Log file analysis captured constant driveline fault events and no low speed or pump stop events were noted. The controller was exchanged, and the driveline fault alarm cleared. The patient returned to a regular patient cable and 25 power cable disconnects were performed. New log file analysis showed the wire values in normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 18 days ((B)(6) 2021 ¿ (B)(6) 2022 per timestamp). Intermittent driveline fault alarms coincident with yellow wrench alarms were active throughout the log file. These alarms activated due to phase 1 being much lower than its counterparts, phase 2 and phase 3. Pump operation was not affected. Pump operation was not affected during these events. The driveline was disconnected on (B)(6) 2022 at 12:51:49 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The reported alarm was unable to be reproduced during testing. However, during testing the phases of the controller were measured, and it was found that phase 1 had a much higher resistance in comparison to phase 2 and phase 3. This raised resistance in phase 1 is consistent with the out of sync phase found in the log file. The root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: the outer jackets on both power cables were damaged. The outer jackets of both power cables were stripped to observe any damage to the underlying wires. No damage was found; however, fluid ingress was found coating both cables under the outer jackets. The green residue is a result of the oxidation of the conductors due to fluid ingress within the cables. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and shipped via customer order on 05feb2015. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.